Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's battery kept dying. The insulin pump alarmed weak battery. The insulin pump had a blank display once. The display returned after trying three to four batteries. There was a chip on the insulin pump's casing between the battery and reservoir chamber. The customer did receive a low battery alert prior to the off no power alert. It was the second occurrence of the off no power in less than 24 hours after low battery warning. Customer's blood glucose level was 280 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.